Event description:
It was reported that during a hand assisted nephrectomy, the device locked out and the device had a partial fire. The device was difficult to open. Another device was used and the patient is still in surgery. No patient consequence was reported. One device to be returned.

Manufacturer narrative:
(B)(4). Pinion axle. Eval summary: the analysis results found that the ats45 device was returned with the firing handles jammed halfway and with no reload present. The device closed and opened without any difficulties noted. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process.